Event description:
The initial reporter questioned whether the drug azathioprin interferes with the elecsys troponin t hs (troponin t hs) assay. A patient with a muscle disease takes this drug and higher than expected troponin t hs results were received. The troponin t hs result from the e801 module was approximately 0.2 ng/ml. "Weeks later" a new sample was obtained and the troponin t hs result from the e801 module was approximately 0.3 ng/ml. The questionable results from the e801 module were reported outside of the laboratory. The patient was sent to the hospital due to the troponin results; the patient also had elevated creatine kinase (ck) results. No specific ck results were provided. At the hospital, the troponin results were not elevated. No specific results were provided. The e801 module serial number was (B)(4).

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The sample was requested for investigation but could not be provided. As no sample material was available, the cause of the event could not be determined. No interference data is available for azathioprin and troponin t assays as this drug is not typically indicated for cardiovascular disease. The investigation did not identify a product problem.